Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint is confirmed. Visual examination of the returned product identified damage to the distal surface (nicked gouged) and the dove tail features to be flared out. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that total knee arthroplasty was performed. During articular surface insertion, the 12mm surface didn't deeply insert into the stem tibia so 11mm surface was used but the anterior of the surface didn't fit well. Subsequently, the surgeon tapped the anterior of the surface from above and it mated with the stem tibia.